Manufacturer narrative:
Summary of event: as reported, the basket of an ngage nitinol stone extractor would not open. The issue was discovered during preoperative examination / testing of the device. A new basket was used to complete the procedure without affecting the patient. Investigation evaluation: reviews of the complaint history, device history record, instructions for use, manufacturer¿s instructions, and quality controls procedures were conducted during the investigation. Visual inspection and functional tests of the returned complaint devices were also conducted. One ngage nitinol stone extractor was returned for investigation. A device failure analysis was conducted on the returned device in which the basket could not be opened. No damage to the device or cause for the failure of the basket to open was determined. The handle was disassembled and reassembled to restore normal basket function. The device history record for the reported lot was reviewed and there were no confirmed related non conformances. A complaint history database search revealed no other complaints had been reported from the complaint device lot. Because there were no confirmed related non-conformances, adequate inspection activities had been established, there was objective evidence that the DHR was fully executed, and no other lot related complaints had been received from the field, it was concluded that there was no evidence that nonconforming product exists in house or in field. A review of relevant manufacturing and quality control documents was conducted. All extractors are verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU), does not provide provide any information related to the reported issue. Based upon the available information and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported, the basket of an ngage nitinol stone extractor would not open. The issue was discovered during preoperative examination / testing of the device. A new basket was used to complete the procedure without affecting the patient.

Manufacturer narrative:
PMA/510k#: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.